Event description:
The pt's vendor reported that the adhesive of the infusion sites does not stick and an e4 (occlusion) error is displayed on the infusion device after 24 hours of use. She experienced elevated blood glucose of 290-389 mg/dl in 2009 and about 5 days later. Her normal blood glucose level is 150 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.